Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderetely tortuous and moderately calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.